Event description:
A low readings issue was reported with the Abbott Diabetes Care (ADC) device. A customer reported receiving a low scan result on the ADC device compared to unspecified readings obtained from a healthcare professional (HCP) meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The customer experienced a headache and general malaise, but was unable to self-treat. The customer self-presented at the hospital, and the healthcare professional (HCP) performed a capillary blood test and administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.Reportedly, an ADC Device scan of 71 mg/dL was compared to a reading of 189 mg/dL obtained on a healthcare professional (HCP). When plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact Date that the incident occurred is unknown. The date entered in Section B3 is based on the report that the incident occurred during the aforementioned May/June 2026.All pertinent information available to Abbott Diabetes Care has been submitted.